Event description:
The spring inside the reusable impactor handle dislodged from the handle during use. The spring was recovered from the knee compartment prior to closing the knee. Surgery was completed successfully.

Manufacturer narrative:
The spring inside the reusable impactor handle dislodged from the handle during use. The spring was recovered from the knee compartment prior to closing the knee. Surgery was completed successfully. Review of inspection records for the affected component lot indicate that the device was manufactured to specification.